Event description:
We received an allegation of questionable ise results for 2 patients' serum/plasma samples tested on a cobas pro ise analytical unit (ise1) when compared to a different cobas pro ise analytical unit (ise2). Results for the sodium (na) test were affected. Sample 1: initial result: 150.0 mmol/l. Repeat result: 141.3 mmol/l (tested on ise2). Sample 2: initial result: 151.8 mmol/l. Repeat result: 142.4 mmol/l (tested on ise2). No questionable results were reported outside the laboratory. The repeat results were deemed to be correct.

Manufacturer narrative:
The na electrode expiration date was not provided. The cobas pro ise analytical unit (ise1) serial number was (B)(6) qc was acceptable prior to the event. After the initial testing of the samples, the customer ran another qc. The qc recovery was out of range and prompted the repeat of the samples. The alarm trace showed multiple alarms including abnormal aspiration (sample pipetter) alarms, sample foam detection alarms, and sample probe: abnormal aspiration alarms. The field service engineer checked the sample probe and found it in good condition. No other issues were found. The customer performed qc and it was within the specified ranges. Precision studies were performed and they were within specifications. The investigation is ongoing.

Manufacturer narrative:
The field service engineer (fse) visited the customer's site 3 times. On the initial visit, the fse replaced the ise probe, the system reagents, and the electrodes. He then ran wash rack and calibration. On the 2nd visit, the fse cleaned the mixing vessel and the sipper nozzle. He performed ise checks and they were acceptable. Precision studies were performed and they were within specifications. He then performed calibration and qc but they were running high on level one. On the 3rd visit, the fse ran the ise flow path wash. He then performed calibration and qc and they were acceptable. The service actions performed by the fse resolved the issue. No further issues were reported afterward.